Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of device, the third-party service center visually inspected the device and found evidence of foam degradation. The device arrive with a missing modem flipdoor. There is a presence of cosmetic defect found which is tobacco contamination in device. It was determined that the device was not acceptable for use therefore the device was scrapped.